Manufacturer narrative:
Concomitant medical products:product ID: 37754, serial# (B)(4). Product type: recharger. Product ID: 3778-60, serial# (B)(4) implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4) implanted: (B)(6) 2012, product type: lead. Product ID: 3708140, serial# (B)(4) implanted: (B)(4) 2012, product type: extension. Product ID: 3708140, serial# (B)(4) implanted: (B)(6) 2012, product type: extension. Product ID: 37746, serial# (B)(4). Product type: programmer, patient. Product ID: 3778-60, lot# serial# (B)(4) implanted: (B)(6) 2012. Product type lead product ID: 3778-60, lot# serial# (B)(4) implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that the patient had heating of the battery pocket during charging and also had a shocking/jolting sensation during therapy. It was noted that the leads were placed in the cervical and the patient noted that was where the jolting seemed to occur. It was noted the jolting sensations at the cervical region were occurring intermittently during therapy. The reporter noted that it became uncomfortable for the patient to charge for long periods of time. It was noted that the patient would be seen on (B)(6) 2013 to have the stimulator system and charger assessed. It was further reported that the implantable neurostimulator (ins) was discharged at the time of the report. It was noted that the ins was in a nice position and could be visibly seen. The reporter noted that two recharging sessions took place on the day of the report and four took place on (B)(6) 2013. It was noted that the patient was doing short recharge sessions (9 or less minutes long) and had large variation in coupling (8-0 bars). It was noted that there were minutes registering that indicated that coupling was lost during the recharge session. The highest voltage charge level from (B)(6) 2012 session was 3.580, which was close to when the stimulation could be turned on. It was further reported that the manufacturing representative was meeting with the patient on the day of the report and would run impedance checks. It was noted he would also try to recreate the heating the patient was experiencing while charging. It was later reported that the battery was so low, they could not do anything. The reporter noted the patient was going to charge and come back on (B)(6)2013 so that they could troubleshoot. Additional information has been requested but was not available as of the date of this report.